Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a cause for the reported sleeve steering issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was inserted and marker alignment was noted to match correctly. After establishing the straddle position, the clip moved in an unintended direction immediately after using the m knob. After returning the knob, and checking again, the same occurrence. The physician decided to replace the cds and replace it with a new cds. The procedure continued without issue. One clip was implanted, reducing mr to 1. No additional information was provided.